Event description:
It was reported the device's downstream occlusion sensor seal was bubbled. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found and confirmed the reported problem. It was determined that the dso sensor seal was the root cause and was replaced. The service history review identified a previous service within a year for the same reason as this return. B3: unknown.